Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's spouse that "3 weeks ago he went into ventricular tachycardia (vt), implantable cardioverter defibrillator (ICD) did not go off. Paddled a couple of times. My question is why the ICD did not work?" The patient was admitted to the intensive care unit (ICU). The physician speculated that the device was "possibly set too high, picked up flutter not vt". The device was explanted and replaced approximately four days later due to the patient's infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was placed on an antiarrhythmic intravenous (IV) drip while hospitalized. The patient's arrythmia was reported to be a slow ventricular tachycardia (vt) that was below the programmed therapy rate of the ICD.